Event description:
Incident reported as: during the procedure, the physician threw the capio suture, when the capio came back the bullet was not in the capio device, but had come free from the suture in the pt. The product was retrieved. No pt injury reported.

Manufacturer narrative:
Device sample not available for eval. An investigation report is not available at the time of this report.